Manufacturer narrative:
(B)(4). Although a nurse reported solution underneath the white clamp, insufficient information was provided to determine a cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3 of 4. The home patient (hp) was connected at the time of the alarm. The registered nurse (rn) found a leak under the white clamp bag, but they could not find the true source of the leak. The technical service representative (tsr) had the rn close all of the clamps, cycle the power to clear the alarm, and disconnect. The tsr advised the rn to have the hp start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.